Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently did not consume food for the intended amount of bolus delivery. The customer's blood glucose (bg) levels were below 40 mg/dl. Reportedly, the customer was incapacitated and the customer's friend provided assistance in treating the low bg. Customer consumed glucose tablets and carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.